Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): result was 0.81 s/co. The sample was tested with a roche assay and tppa and the results were positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot number 72012be00, which contains the same bulk material as lot number 72012be01, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Further the seroconversion panel (seracare syphilis (B)(6); 0615-0017) results were compared to architect syphilis tp, which contains the same bulk reagents as alinity I syphilis tp, test results provided by seracare and the complaint lot detected the same bleeds as reactive. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 72012be01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31, and a 510k number of k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): result was 0.81 s/co. The sample was tested with a roche assay and tppa and the results were positive. There was no impact to patient management reported.